Event description:
A surgeon reported having a patient with an unexpected outcome following multifocal intraocular lens (iol) implant surgery. The lens was exchanged for a monofocal lens and the patient¿s symptoms have resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge, with duovisc. It is unk which component of the duovisc was used. Viscoat is the qualified solution for this combination. There have been no other complaints reported in the lot number. Attempts have been made to obtain add¿l info by phone, fax, and mail. A completed questionnaire was received.(B)(4).